Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where two implants were installed. The patient later reported continued left side si joint pain symptoms. The surgeon thought that the implants may have been loose. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the two preexisting implants with chisels. He then installed a new, longer, implant of the same type in a new trajectory. The status of the patient following the revision procedure is not known.